Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-58 lead implanted: (B)(6) 2009; 4271 lead implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead alert triggered due to rising impedance values, noise and short interval counts (sic). The lead was reprogrammed from bipolar to integrated bipolar until an interventional procedure could be performed. Prior to the intervention it was discovered via fluoroscopy that the lead pin was not fully inserted into the header of the implantable cardioverter defibrillator (ICD). A revision was completed where the lead pin was reset in the header and all lead parameters returned to normal. The lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Complaint was confirmed by the clinician as a failure to fully insert the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.